Event description:
During a stereoloc ii procedure, power was lost. Reportedly, the calculated values for the stroke margin and the z were lost. When power was restored to the control panel, random stroke margin and z values appeared. Allegedly, the needle went through the pt's breast and hit the breast platform.